Manufacturer narrative:
510 (k) number: k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the echo-19 device of lot number c1513465 involved in this complaint was not returned for evaluation. With the information provided document based investigation was conducted. Additional information was requested to clarify whether the device is returning for evaluation. The investigation will be updated accordingly, once device returns. Additional information was received as follows: 1.if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).lungs a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. N/a 3. Please describe the size of the intended target site.na/a 4. If not with the device in question, how was the procedure performed and/or finished? New needle 5.was the device used in a tortuous position? No 6.are images of the device or procedure available? No 7.was it damaged in packaging before removal? No 8.was it damaged on removal from packaging? No 9.was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask: 10.what is the endoscope manufacturer and model number that was used? Pentax 11.was the scope recently serviced / repaired? No 12. Was force required on insertion of device into scope? No 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When the needle was out of the scope/patient 14. What is the endoscope manufacturer and model number that was used with this device? Pentax 15.was difficulty experienced while retracting the needle? No 16.was the needle able to be fully retracted before removing from the patient? Yes 17.was gaining access to the targeted site difficult? No 18.was the endoscope in a flexed or twisted position at any time during the procedure? No 19. Was needle penetration of the targeted site difficult? No 20. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes 21. Was the stylet partially removed prior to advancement of needle? Yes 22.how many biopsies/passes were obtained with use of this needle? 1 23.did any section of the device detach inside the patient? No 24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No 25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No 26. Was there difficulty in attachment / detachment of the leur to the scope? No 27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a complaint is confirmed based on customer's testimony. Root cause: a definitive root cause for the customer complaint was determined as the stylet was not fully in place inside the needle when advancing into the targeted site, as indicated in additional information received. The user did not follow the instructions for use as the stylet was partially removed causing sheath to kink and thereafter needle breakage distally. As per instruction for use, ¿step 6. Advance needle into lesion. Step 7. Remove stylet from needle by gently pulling back on plastic hub seated in metal fitting of needle handle. Preserve stylet for use if additional cell collection is desired." Document review: a review of the qc records for external supplied components did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo- 19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 device of lot # c1513465 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1513465; upon review of complaints this failure mode has not occurred previously with this lot # c1513465. IFU review: the notes section of the instructions for use, (ifu0101-0) which accompanies, ¿step 6. Advance needle into lesion. Step 7. Remove stylet from needle by gently pulling back on plastic hub seated in metal fitting of needle handle. Preserve stylet for use if additional cell collection is desired." There is evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Summary: complaint is confirmed based on customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After the first puncture they pull back the needle. When the last part came out of the scope they discover that there was a kink in the sheath. When they try to put the stylet into the sheath they bend the sheath and then the needle and sheath broke.

Manufacturer narrative:
510 (k) number: k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. A final report was submitted for this complaint on 30-oct-18 prior to return of the device. The device was subsequently returned for evaluation on 31-oct-18. Lab evaluation: 1 unit of lot c1513465 was returned open in its packaging and 3 units of lot c1513465 were returned with the original packaging. The packaging was sealed on receipt. The device involved in the complaint was evaluated in the laboratory on 07th november 2018. The needle was found to be broken distally. Documents review including IFU review: all components supplied by external manufacturers are subject to incoming inspection in cirl. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo- 19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-19 device of lot # c1513465 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1513465; upon review of complaints this failure mode has not occurred previously with this lot # c1513465. IFU review: the notes section of the instructions for use, (ifu0101-0) advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to hard lesion. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After the first puncture they pull back the needle. When the last part came out of the scope they discover that there was a kink in the sheath. When they try to put the stylet into the sheath they bend the sheath and then the needle and sheath broke.

Manufacturer narrative:
510 (k) number: k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the echo-19 device of lot number c1513465 involved in this complaint was not returned for evaluation. With the information provided document based investigation was conducted. Additional information was requested to clarify whether the device is returning for evaluation. The investigation will be updated accordingly, once device returns. Additional information was received as follows: 1.if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lungs. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. N/a. 3. Please describe the size of the intended target site. Na/a. 4. If not with the device in question, how was the procedure performed and/or finished? New needle. 5.was the device used in a tortuous position? No. 6.are images of the device or procedure available? No. 7.was it damaged in packaging before removal? No. 8.was it damaged on removal from packaging? No. 9.was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10.what is the endoscope manufacturer and model number that was used? Pentax. 11.was the scope recently serviced / repaired? No. 12. Was force required on insertion of device into scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When the needle was out of the scope/patient. 14. What is the endoscope manufacturer and model number that was used with this device? Pentax. 15.was difficulty experienced while retracting the needle? No. 16.was the needle able to be fully retracted before removing from the patient? Yes. 17.was gaining access to the targeted site difficult? No. 18.was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was needle penetration of the targeted site difficult? No. 20. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. 21. Was the stylet partially removed prior to advancement of needle? Yes. 22.how many biopsies/passes were obtained with use of this needle? 1. 23.did any section of the device detach inside the patient? No. 24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 26. Was there difficulty in attachment / detachment of the leur to the scope? No. 27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a. Additional information was received confirming that the target location for the intended target site was not lungs, it was fna via the esophagus complaint is confirmed based on customer's testimony. Root cause: a definitive root cause for the customer complaint could not be determined however possible causes may be that the needle breakage occurred due to the product handling during the procedure. Additionally a needle breakage may also be attributed due to patient tortuous anatomy. Document review: a review of the qc records for did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo- 19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 device of lot # c1513465 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1513465; upon review of complaints this failure mode has not occurred previously with this lot # c1513465. IFU review: the notes section of the instructions for use, (ifu0101-0) advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Summary: complaint is confirmed based on customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After the first puncture they pull back the needle. When the last part came out of the scope the discover that there was a kink in the sheath. When they try to put the stylet into the sheath they bend the sheath and then the needle and sheath broke.